Manufacturer narrative:
Analysis found that the handpiece was not running. Unable to perform temperature test to confirm overheating. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was overheating and had a motor problem pre-operatively. There was no patient involvement.